Event description:
It was reported the patient presented over the phone to technical services. During trouble shooting, it was determined the implantable cardioverter defibrillator (ICD) exhibited an inability to establish bluetooth connection between the ICD and patient's phone. A mobile transmitter was sent to the patient. There were no patient consequences.

Event description:
New information noted the patient had received hearing aids which prevented the implantable cardioverter defibrillator (ICD) from connecting to the patient's phone via bluetooth. The mobile transmitter was received by the patient and a bluetooth connection was restored through the transmitter. There were no patient consequences.